Event description:
The patient was undergoing an embolization procedure using a penumbra coil 400. During the procedure, the physician attempted to deploy a penumbra coil 400, but it would not advance. While pushing the coil, they physician noticed that the pusher wire became bent. The coil was removed and the case continued using another coil. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the coil is still attached to the pusher assembly. The pet-lock is still intact. The pusher assembly is fractured approximately 5.0 cm from the proximal end the wire where the pusher hypo-tube tab is located. The pusher assembly is also kinked approximately 76.0 cm from the proximal end of the pusher wire. Conclusion: the complaint has been evaluated. The compliant indicates that there was resistance felt and the coil would not advance outside of the catheter. While trying to advance the coil the pusher was bent. Evaluation of the device confirmed a fracture and kink in the proximal end of the pusher assembly. The kink and fracture in the pusher assembly likely occurred due to the force used when attempting to overcome resistance when pushing the coil through the catheter. The cause of the resistance cannot be determined from the description of the complaint. These devices are 100% functionally tested and visually inspected for damage during processing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.